Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.